Event description:
Additional information was received that during the valve implant, a pre implant balloon aortic valvuloplasty (bav) was performed with a 18 millimeter (mm) non-medtronic balloon (bard true).

Manufacturer narrative:
Updated data: b5 - event description continuation of d10: product ID: 18 mm bard true balloon; product lot/serial number: unknown; product type: dilatation balloon product ID: d-evprop23-29; product lot/serial number: (B)(6); product type: heart valves medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one media file was submitted to medtronic for review of the event. The patient¿s executive summary was not provided for anatomical review. It was reported that during the removal of the pigtail catheter with a wire, the wire got stuck in the evolut frame, causing the dislodgement during removal of the catheter. However, there are no images to of the wire interaction to review. The dislodged valve was left in the ascending aorta and a new valve was implanted, which is shown in the image provided. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released without issues but was implanted in a high position about 1 mm below the left coronary cusp. The pigtail catheter was left in the non-coronary cusp during valve release. While removing the pigtail catheter, the wire got stuck in the valve frame and dislodged the valve. Subsequently, a second valve was loaded and deployed in a good position with great hemodynamics while the dislodged valve was held with a snare. The outflow part of the second valve overlapped with the inflow part of the dislodged valve. It was reported that the patient was hemodynamically stable and was discharged one day after the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29; product lot/serial number: unknown; product type: heart valves (first delivery catheter system) product ID: d-evprop23-29; product lot/serial number: unknown; product type: heart valves (second delivery catheter system) product ID: evproplus-26; product lot/serial number: (B)(6); product type: heart valves; implant date: (B)(6) 2023 (second valve) product ID: unknown pigtail catheter; product lot/serial number: unknown; product type: unknown pigtail catheter. Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released without issues but was implanted in a high position about 1 mm below the left coronary cusp. The pigtail catheter was left in the non-coronary cusp during valve release. While removing the pigtail catheter, the wire got stuck in the valve frame and dislodged the valve. Subsequently, a second valve was loaded and deployed in a good position with great hemodynamics while the dislodged valve was held with a snare. The outflow part of the second valve overlapped with the inflow part of the dislodged valve. It was reported that the patient was hemodynamically stable and was discharged one day after the implant procedure. No additional adverse patient effects were reported. Additional information was received that during the valve implant, a pre implant balloon aortic valvuloplasty (bav) was performed with a 18 millimeter (mm) non-medtronic balloon (bard true).

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro+ delivery catheter system (dcs), product ID d-evprop23-29, lot 0011792918, use by date 2025-05-23, UDI (B)(4). Conclusion: potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. In this event, it was reported that while removing the pigtail catheter, the wire got stuck in the valve frame and dislodged the valve. The wire interaction was unable to be confirmed in the image review. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Inaccurate delivery does not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.